Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that a physician was placing this catheter when the spring wire guide (swg) broke. The child was transferred to the catheterization area and the swg was "fished" out. At this time we have no further details of this event, no date, no patient outcome. Additional information received from the distributor on (B)(6) 2011 indicated the swg was surgically removed in the cath lab. Any further details of this event remain unknown from the customer to the distributor. The distributor has inquired as to the outcome of the patient, but have no reply from the end user. Also, the date of this event remains unknown, as it was reported by a physician other than the physician who experienced the event.